Event description:
The rptr's main purpose for making this call is to seek help in having her implants removed since she has no health insurance. At the same time, she decided to give a report. According to the rptr, both of her breasts are deformed. She feels as though the implants are bulging, stretching, and pulling in places. She states she "can almost feel the fluid moving." She is experiencing "sharp" pains in both breasts. The left breast is more deformed than the right due to the bulging which extends up under her arm. The right implant seems to be "flattening" out.